Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch field facility name - the full facility name was provided as (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). A pipette tip was found dropped into the sample tube and there were no alarms generated on the instrument indicating that there was an issue. The sample initially resulted as 0.373 miu/ml. The initial value was reported outside of the laboratory to the doctor, but not released to the patient. The sample was repeated on (B)(6) 2017, resulting as 5011 miu/ml accompanied by a data flag. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The hcgb reagent lot number was 179825. The reagent expiration date was requested, but not provided. The probe was replaced. The probe adjustments were checked and adjusted. The liquid level detection function was also adjusted. The customer said this was the first time an issue like this has happened on the analyzer.

Manufacturer narrative:
The database of the instrument was investigated. The investigation shows that the retry function was set to "on." In this case, the analyzer will repeat measurement of a sample associated with a liquid level detection alarm. A liquid level detection alarm was observed at the time of the first sample measurement. An automatic rerun of the sample was performed without any liquid level detection alarm. The instrument behavior was as expected since the rerun option was set to "on." The fact that a tip was in the affected sample cannot be excluded as possible root cause for the low result. It is recommended to verify proper maintenance and adjustment of the probe and to ensure that usage conditions of the pipette tips are within specifications.